Event description:
It was reported that the cartridge was damaged at the t:lock, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) level was 540 mg/dl. Customer administered a manual injection to address bg.